Event description:
The customer reported a low battery alarm during testing. Then the device shutdown unexpectedly.

Manufacturer narrative:
(B)(4). There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.